Event description:
It was reported that while using bd vacutainer® no additive (z) plus tubes, the stopper pops off of 20 tubes. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: bd did not receive samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode of stopper creepout/pop off was not observed.  Additionally, 29 retention samples from bd inventory were evaluated by functional testing. Samples were subjected to a 1st and 2nd stopper pullout test. None of the 29 samples resulted in 2nd stopper creepout/pop off. Device history record review of reported incident lot determined all product release requirements were met, and there were no related quality issues during product manufacture. This complaint was unable to be confirmed for indicated failure mode of stopper creepout/pop off. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that while using bd vacutainer® no additive (z) plus tubes, the stopper pops off of 20 tubes. No patient impact reported.